Event description:
It was reported by the surgeon that the pt requires a revision procedure due to loosening. The pt originally underwent a distal femur replacement procedure on (B)(6) 1998, which was revised on (B)(6) 2010.

Manufacturer narrative:
The patient underwent successful revision of the custom distal femur implant- mig. A definitive root cause of the aseptic loosening has not been identified, however aseptic loosening can a known mode of failure for orthopaedic implants, which may occur as an early or a late complication. There were no reported complications resulting from the revision surgery. This complaint is being closed, and is being tracked and trended.

Event description:
It was reported by the surgeon that the patient requires a revision procedure due to loosening. The patient originally underwent a distal femur replacement procedure on (B)(6) 1998, which was revised on (B)(6) 2010. This is a supplemental report to 3004105610-2014-00143 ((B)(4)).

Manufacturer narrative:
A review of the device history was performed and no non-conformances were identified. Current info is insufficient to permit a conclusion as to the cause of the reported event. Requests are being made for add'l info and a supplemental report will be provided if this info is received. Please note that this custom implant is similar to the mets modular distal femur (k121029).